Event description:
After application of arterial radial band to right wrist, patient was noted to be bleeding from the site of hemostasis. Arterial band balloon broken. New band immediately exchanged, and hemostasis to right radial artery ensued.